Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Additional information was requested from the reporter. The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The laser was unable to adequately illuminate the treatment site. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system had an issue. No patient harm reported. During the evaluation of the device, it was noted the laser was unable to adequately illuminate the treatment site. This report is to capture the reportable malfunction of the laser was unable to adequately illuminate the treatment site noted at estimation.